Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the original equipment manufacturer (OEM). Please three photos of the subject device were received from the user facility for review. The OEM reviewed the photo images provided by the user facility and found a fracture on the outer sheath approximately 1/3 the way from the distal end. The internal coil of the device also appeared stretched. The OEM preformed a complaint history review for the subject device and stretch coil phenomenon noted in the photo image supplied by the customer. It has been determined that this is the only known occurrence of this failure mode. Due to the device not being returned for evaluation the OEM is unable to attribute the reported event to use, design or material. A review of the DHR found no anomalies during the manufacturing of the subject device and lot number. The referenced lot number was shipped july 29, 2016. The OEM performed a risk assessment for this event and determined that the potential risk for patient harm is remote. The photos sent were inadequate for a determination of the root cause of the device failure. The instruction manual provides users with several warnings to help prevent damage to the ureteral access sheath: warning and caution: do not insert this device if it has been kinked or damaged prior to use¿replace with undamaged product. Avoid contact with sharp objects as the device can be easily nicked, thereby increasing the potential for breakage. Do not use the product unless it is in the original, intact packaging. Inspect the device for any evidence of kinks, nicks, tears, or cracks that might have occurred in the delivery of the device to the sterile field. Do not use a damaged product. Prior to use, separate the dilator and sheath and place into a container of saline or sterile water for approximately 15 seconds to activate the hydrophilic coating. Re-wet as necessary. Advance the dilator/sheath assembly over the guidewire to the desired location. If resistance is encountered, stop! Do not advance against resistance. Damage to the anatomy could result. Once positioned, grasp and squeeze the dilator clip thumb tabs to release the dilator from the sheath funnel and gently withdraw the dilator, while maintaining sheath position. Do not advance the sheath without the dilator in place.

Manufacturer narrative:
The device will be retained by the user facility; therefore, no evaluation can be performed. The cause the reported event cannot be determined.

Event description:
Olympus was informed that during a therapeutic robotic nephroureterectomy procedure, the device broke and fell into the patient as the surgeon was retrieving biopsies. The device fragment was retrieved and the sheath was withdrawn from the patient using x-ray. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that no resistance was felt during the insertion of the device into the scope. The device was inspected prior to use with no anomalies found. The device was stored in a closed cabinet that is surrounded with fluorescent lighting.